Event description:
It was reported to philips that the device had an abnormal noise coming from the ac power supply.

Event description:
It was reported to philips, that the device had an abnormal noise coming from the ac power supply. There was no patient involvement. The customer requested, that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty ac power module field replacement kit. Based on the conclusion of the investigation. It was determined, that this was a malfunction of the ac power module field replacement kit. The ac power module field replacement kit was replaced. And the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.